Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, the patient ended up getting an infection after undergoing additional surgeries post implant and needed to spend time in the hospital. There were no additional adverse patient effects reported. The rv lead was explanted.